Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was reimplanted with new cochlear device during the same surgery. This report is filed on january 30, 2019.

Manufacturer narrative:
This report is submitted on april 8, 2019.

Manufacturer narrative:
This report is submitted on november 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved.